Event description:
Patient reported right side "encapsulation and rupture with silicone leakage". Healthcare professional later reported right side capsular contracture baker grade IV, ¿periprosthetic tissue with stromal fibrosis, mild inflammatory infiltrate, and ¿gigantocellular reaction to foreign body¿. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "gigantocellular reaction to foreign body"; capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during the analysis. Capsular contracture: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported right side "encapsulation and rupture with silicone leakage". Healthcare professional later reported right side capsular contracture, baker grade IV. The pathology findings of "mammary capsules, contralateral side and right side (capsulectomy). Periprosthetic tissue with stromal fibrosis, mild inflammatory infiltrate and gigantocellular reaction to foreign body" were also reported. The device has been explanted and replaced with a non-allergan device.